Event description:
It was reported that the patient had a revision surgery due to migration and difficulties charging. The patient had a revision surgery and upgraded to a new neurostimulator at the physician's request. The physician does not believe the device caused or contributed to the migration. The patient is doing well post-procedure and mentioned no concerns. Medical/surgical intervention was required.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient had a revision surgery due to migration and difficulties charging. The patient had a revision surgery and upgraded to a new neurostimulator at the physician's request. The physician does not believe the device caused or contributed to the migration. The patient is doing well post-procedure and mentioned no concerns.